Manufacturer narrative:
No pt was present. The device was returned to the manufacturer for evaluation. The reported issue was not able to be duplicated by medtronic personnel. When connected to known good system the device performed as expected. There was no problem found with the returned device. A replacement part was sent to the site to resolve the issue.

Event description:
A medtronic rep reported the system sometimes did not recognize the position sensor unit (psu). This event did not occur during surgery and no pt was present.